Event description:
The dr was performing a lap hysterectomy. It was reported the dr tested the device and didn't receive any activation from any of the buttons. The dr swapped the device with a second device, tested the device successfully, and completed the case with no pt consequence.